Event description:
It was reported that during a routine imaging after a spaceoar placement procedure, the physician noted a rectal wall infiltration of the hydrogel, the patient was initially asymptomatic, however the patient developed fever and blood cultures were positives. The patient was treated with antibiotics and currently doing well.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6 imdrf device code a1502 captures the reportable event of gel misplacement vascular. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e1906 captures the reportable event of infection.